Event description:
It was reported that the pump shut off unexpectedly. Customer declined follow up from tandem technical support. The customer reverted to an alternate method of insulin therapy. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.